Event description:
It was reported by service report that there was no power to the bed and the nurse call was not functioning. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Broken screw on nurse call inlet connector cable. Power inlet filter module.